Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who received essure (ess205). The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient started essure (ess205). On an unknown date, the patient experienced pelvic pain (serious criteria medically significant and clinically significant/intervention required), allergy to metals ("nickel allergy"), weight decreased ("weight loss") and alopecia ("hair loss"). The patient was treated with surgery (hysterectomy, essure removed on (B)(6) 2015). Essure (ess205) was withdrawn. At the time of the report, the pelvic pain, allergy to metals, weight decreased and alopecia outcome was unknown. The reporter considered pelvic pain, allergy to metals, weight decreased and alopecia to be related to essure (ess205). Company causality comment: this non-medically confirmed spontaneous legal case report refers to an adult female patient who had essure (fallopian tube occlusion insert) inserted and she presented pain (seen as pelvic pain), then around 8 years after placement she underwent hysterectomy to device removal. The reported event is serious due to medical importance and anticipated in essure's reference safety information. After essure insertion, pelvic, abdominal and uncharacterized pain may occur. In this specific case, consumer had the event after essure insertion and a surgery was necessary to remove essure. Considering the nature of the event and in the lack of alternative explanation causality cannot be excluded. This case was regarded as incident, since device removal was required. The product technical analysis has been sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), embedded device ('coil2 is also embedded in the myometrium and enters the endometrial cavity.') And endometritis ('chronic endometritis') in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), endometritis (seriousness criterion medically significant), device expulsion ("coil2 is also embedded in the myometrium and enters the endometrial cavity."), allergy to metals ("nickel allergy"), alopecia ("hair loss") and hypersensitivity ("allergic reactions") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (hysterectomy, essure removed on (B)(6) 2015 and hysterectomy, bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain, embedded device, endometritis, device expulsion, allergy to metals, weight decreased, alopecia and hypersensitivity outcome was unknown. The reporter considered allergy to metals, alopecia, device expulsion, embedded device, endometritis, hypersensitivity, pelvic pain and weight decreased to be related to essure (ess205). Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we can not exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 7-dec-2020: mr received. Reporters information were added.event:coil2 is also embedded in the myometrium and enters the endometrial cavity and chronic endometritis were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), allergy to metals ("nickel allergy"), weight decreased ("weight loss"), alopecia ("hair loss") and hypersensitivity ("allergic reactions"). The patient was treated with surgery (hysterectomy, essure removed on (B)(6) 2015). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain, allergy to metals, weight decreased, alopecia and hypersensitivity outcome was unknown. The reporter considered allergy to metals, alopecia, hypersensitivity, pelvic pain and weight decreased to be related to essure (ess205). Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we can not exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 10-nov-2017: follow up from summons received-new event allergic reaction added."essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type initial indicates here initial submission by the new legal manufacturer only. Indicates here initial submission by the new legal manufacturer only. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we can not exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible, a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 3-jan-2017: quality-safety evaluation of ptc. Company causality comment: this non-medically confirmed spontaneous legal case report refers to an adult female patient who had essure (fallopian tube occlusion insert) inserted and she presented pain (seen as pelvic pain), then around 8 years after placement she underwent hysterectomy to device removal. The reported event is serious due to medical importance and anticipated in essure's reference safety information. After essure insertion, pelvic, abdominal and uncharacterized pain may occur. In this specific case, consumer had the event after essure insertion and a surgery was necessary to remove essure. Considering the nature of the event and in the lack of alternative explanation, causality cannot be excluded. This case was regarded as incident, since device removal was required. A product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.